Event description:
While performing an investigation on the customer's returned freestyle navigator transmitter, a thermistor crack was observed. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Customer reportedly received the following aviva nano system 1/aviva nano system 2 results within 10 minutes: hi (greater then 600 mg/dl), hi, and 129 mg/dl; hi, hi, and 89 mg/dl. The comparisons were performed on different dates. Customer administered insulin based on lower values. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number 202445, expiration date 06/30/2011). (B)(4).